Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2013-01459, 01460, 00795 and 00796.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event in the summer of 2010 and experienced a cardiovascular event and subsequently expired on (B)(6) 2011 after use of the product.